Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Date of event reported as (B)(6) 2018; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. 510k#: device is a veterinary product; 510k information is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a veterinary locking compression plate broke. No further information available at the moment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part mfg date: 06-jul-2017 part exp. Date: n/a manufacturing location: depuy synthes ¿ elmira lot number: h390200 part number: vp3031.07 DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h390200 of 2.7mm lc-dcp plate 7 holes / 64mm-veterinary was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. H3, h6: a manufacturing investigation was performed for the subject device: visual inspection: the plate (part vp3031.07, lot h390200, mfg 06-jul-2017) was received at us cq broken at the fourth hole from the left, when orientated with the etch on the top of the plate. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the plate thickness at the break, measured 2.62 mm (caliper ca215). This is within specification of 2.4 to 2.7 mm, based on drawing vp3031_04 document/specification review the following drawing(s) was reviewed; --2.7 mm lv-dcp plate veterinary: vp3031_04 DHR review showed no ncr¿s were generated during production. A risk review was completed. Conclusion: the complaint condition is confirmed as the plate (part vp3031.07, lot h390200) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces prior to bone healing. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. The breakage occurred postoperatively, 8 weeks after implantation; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the plate breakage occurred postoperatively, 8 weeks after implantation and the revision surgery was performed on (B)(6) 2018. All the fragments were removed during the revision surgery.